Event description:
It was reported that patient presented for remote follow-up. It was noted that patient's pacemaker exhibited noise. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.